Event description:
A malfunction alarm occurred, identified by the code malf 0. There was no reported impact to the customer¿s blood glucose level. Technical support provided assistance in resetting the pump, and the malfunction did not recur. The customer was informed they could continue using the pump and to reach out if the issue reoccurred.